Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. H6: appropriate term / code not available (e2402) utilized to capture mesh failure and disruption. Additional information: a2, d3, d6b. Additional br narrative: it was reported that patient underwent removal and hernia repair surgery on (B)(6) 2020 due to mesh failure and disruption.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the mesh caused disruption in the upper right quadrant. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and discharge of bodily fluids. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 4/15/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.